Manufacturer narrative:
Based on (B)(4) clinical affairs, they had received feedback from (B)(4) educator that the (B)(4) facility had just recently had two needle stick incident. In this particular incident, the patient was known to be positive for two communicable diseases. The health care worker who had suffered the needle stick injury had followed the facility's post exposure protocol and is currently taking prophylactic medication. According to the facility's clinical educator, the staff did not access video education or request an in service prior to using the product. The educator that covers this facility was in serviced by jms clinical affairs coordinator on june 30, 2010. Due to the unavailability of defective device, we are unable to clarify the actual defect and cause for this complaint. Based on our investigation, we could not identify any root cause of such defect in our manufacturing process. A review of our device history record and preserved samples showed that no discrepancy was reported of similar defect or any defect that would affect the retraction performance of the set. We believe that this might be related to end-user's usage method of the product.

Event description:
Health care worker (B)(6) was attending to patient (B)(6) and had suffered a needle stick injury. The patient is known to have high risk communicable diseases/blood borne pathogens. Health care worker followed the clinic post exposure protocol and is currently taking prophylactic medication. Health care worker information: (B)(6). Gender: female. (B)(6).